Manufacturer narrative:
The device was returned to the manufacturer for eval. Based on the quality investigation details, the device had a broken bearing retainer and driveshaft had scoring marks.

Event description:
It was reported that metal shavings came out of the device during cleaning. There was no pt involvement and no allegation of adverse consequences associated with this event.